Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesions were located in the anterior tibial artery (ata) and posterior tibial artery (pta). After a guidewire was passed through the ata, a 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. However, during the first inflation, the balloon ruptured. After dilatation was performed using another device with the same size, the case in ata was completed by performing dilatation with a bigger size balloon. Then, a guidewire was placed in pta and placed two 1.5mm x 20mm x 142cm coyotes es balloon catheters consecutively; however, on initail inflation, the balloons ruptured. The procedure in pta was completed with another of the same device and revascularization was conducted successfully. No patient complications were reported.